Event description:
Same case as MDR ID# 2134265-2015-05107 and 2134265-2015-05108. (B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion # 1 was a de novo lesion located in the 1st diagonal artery with 70% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 2.25x12mm promus element¿ plus stent with 0% residual stenosis. Target lesion # 2 was an ostial lesion located in the right posterior descending artery (r-pda) with 95% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The target lesion # 2 was treated with pre-dilatation and placement of a 3.00x16mm promus element¿ plus stent. Following post dilation, residual stenosis was 0%. Post deployment of 3.00x16mm promus element¿ plus stent in rpda, there was a pinching of the right posterolateral (rpl) artery noted. This was treated by placement of 3.00x12mm promus element¿ plus stent overlapping proximally with the previously placed stent (culotte fashion). Post which there was excellent angiographic result. Target lesion # 3 was a de novo lesion located in 1st rpl with 20% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. Target lesion # 3 was treated with pre-dilatation and placement of a 3.00x12mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to chest tightness and excertional dyspnea and was diagnosed with unstable angina. Subsequently, the patient was hospitalized and cardiac catheterization was referred. Coronary angiography revealed a high grade in-stent restenosis (isr) of previously placed study stents at rpda and rpl. The isr of the study stents deployed at rpda and rpl was treated using cutting balloon angioplasty following which there was a brisk timi 3 flow in the vessel. After one day, the event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).